Manufacturer narrative:
The returned device was evaluated. When powered on a segment on the top third digit of the red led display does not illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed a defective 7 segment display component (d2) on the system board which caused an led segment to not illuminate. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues related to this reported event.

Event description:
The customer reported some segments of the leds 7-segments display in the spo2 field do not light up. No patient impact or consequences were reported.

Manufacturer narrative:
Corrected from not returned to manufacturer to yes.